Event description:
It was reported that the balloon came off when pulling back from the sheath. It was further indicated that the balloon was left inside of the patient. There was no x-ray taken. As far as the customer knows, the patient is fine, there were no patient complications. Received additional information from sales representative, when the nurse initially called the sales representative, he told the customer to call technical support to generate this complaint. At that time, it was mentioned by the nurse that she was pretty sure they (clinician) tried to remove the catheter with the balloon still inflated. Device will be returned for evaluation; however, no destructive testing was requested.

Manufacturer narrative:
Customer report was confirmed. The catheter was returned with the balloon latex torn off the catheter tip and was not returned. There is latex still attached to both proximal and distal bond sites. There was no damage to the catheter body. The thermistor was found to function and there were no open or intermittent conditions. All through lumens are patent and do not leak. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.